Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up and stuck at 00:00. Upon troubleshooting, fse found that the system was displaying a message stating, "x-ray system is starting,". To resolve the issue, fse reloaded suite pc software. After that, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up and stuck at 00:00. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.